Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded right ventricular (rv) shock impedance of greater than 200 ohms, which is high out of range. Analysis of the shock impedance by technical services (ts) was requested. Ts discussed recommendations and provided the shock impedance trend, which indicate all recent measurements are all higher than 125 ohms. The device remains in service. No adverse patient effects were reported.